Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 60 year old female with known ischemic cardiomyopathy was admitted for biventricular failure in cardiogenic shock. Due to concerns regarding femoral access, the patient was initially placed on an intra-aortic balloon pump. Axillary placement of an impella 5.5 was attempted but aborted due to patient anatomy. An impella cp was placed via the established axillary access. Due to post-surgical anemia, the patient received blood transfusion. Blood platelets dropped and also required substitution. While potentially aggravated by the need for continued anticoagulation, anemia and low platelets were more probably caused by surgery. After an off-label prolonged support duration of 5 days, the impella cp was successfully weaned and removed.

Manufacturer narrative:
B2 revised selection as it was incorrectly selected on the initial report that was submitted. D3 added manufacturer fax number as it was omitted from the initial report that was submitted. D4 revised primary UDI number as it was reported incorrectly on the initial report that was submitted. E1 added zip code extension as it was omitted from the initial report that was submitted. E4 added selection as it was omitted from the initial report that was submitted. H6 type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. Investigation summary: the investigation has been completed. Peri-procedural adverse event (anemia): the cause of the injury was not determined due to insufficient clinical details. Device history review: the pump passed all post sterile inspection checks.